Event description:
Follow-up revealed the patient received an end-of-service message and therapy loss followed.

Manufacturer narrative:
Corrected data: a4 - patient weight and h6 - patient code (the correct code was inadvertently omitted from follow-up report #1).

Event description:
Additional information gathered/received revealed the patient's ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) was triggered. The device has the appropriate level of battery voltage to provide therapy.